Manufacturer narrative:
The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, no device history review (DHR) is required. Patient imagery was available for review. Calcification was observed on two leaflets on hockey puck (mip) CT image. The reported event is an anticipated risk of the transcatheter heart valve procedure. Additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Per a technical summary written by edwards lifesciences, calcification degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to subsequent anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the technical summary is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the technical summary is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was confirmed from returned imagery. Based on the information provided, the root cause for the valve degeneration approximately 7 years post valve implant may be related to the patients comorbidities and/or progression of the preexisting valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, approximately 7 years and 8 months post implantation of a 23mm sapien valve in the aortic position, a valve in valve was performed with a 23mm sapien 3 ultra valve due to stenosis.